Event description:
It was reported that after successful coronary stent deployment, the shaft of the catheter kinked and subsequently broke during removal. The catheter was removed without incident. No pt injuries or complications occurred.